Event description:
Three pts with discrepant sodium results. Pt 1, initial result 125 mmol/l, repeat 135 mmol/l. Initial results were reported, pts not adversely affected. The field service representative determine there was a problem with the sodium electrode. The instrument was repaired.

Event description:
Three pts with discrepant sodium results.initial result 123 mmol/l, repeat 132 mmol/l. Initial results were reported, pts not adversely affected. The field service representative determine there was a problem with the sodium electrode. The instrument was repaired.

Event description:
Three pts with discrepant sodium results.pt 2, initial result 122 mmol/l, repeat 131 mmol/l. Initial results were reported, pts not adversely affected. The field service representative determine there was a problem with the sodium electrode. The instrument was repaired.